Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a remstar auto a-flex unit. The patient alleged that his throat is dry, and he has coughs; and suspected that this incident is associated with the usage of the device. The device was replaced by a new CPAP device on (B)(6) 2023. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.